Event description:
It was reported to philips that the system had a small focus defect on both frontal and lateral planes. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.